Manufacturer narrative:
The patient was admitted presenting a diagnosis of acute coronary syndrome with an elevation of the anterior st kka segment. An emergency coronariography was conducted and found evidence of severe tci obstruction and occlusion of the anterior descending artery the resolute integrity stent was implanted in the left coronary artery trunk patient is stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It is reported that a resolute integrity drug eluting stent was implanted in a patient 6 days beyond its use by date. There was no patient injury or medical/surgical intervention (e.g. Placed on antibiotics) reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.